Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 2 months. It was noted: "this valve was attacked by a (B)(6) infection and had to be replaced on (B)(6) at (B)(6). A 'homo tissue' valve is now in use." According to the op report, the patient had problems with coagulopathy and bleeding following his initial surgery. After discharge from the hospital, the patient was readmitted with (B)(6) sepsis. At that time, there was some suggestion but no evidence of a vegetation. The patient was treated with antibiotics. Subsequent echocardiogram demonstrated a periannular abscess and significant aortic insufficiency. Upon inspection, sutures along the left coronary cusp were disrupted. All of the sutures were cut and the valve was easily extracted. There was a periannular abscess extending underneath the left main coronary artery. This did not enter the left atrium. Any infected tissue was debrided. There was an area of thinned out tissue in the aortomitral apron which did enter the left atrium. This was closed with 4-0 prolene suture using bovine pericardium buttressing purposes. A #22 homograft was then implanted. The patient was weaned off cardiopulmonary bypass and was hemodynamically stable. Postop transesophageal echocardiogram demonstrated preserved ventricular function and normal functioning aortic homograft valve.

Manufacturer narrative:
Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. It was reported that the infection was caused by (B)(6). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported infection could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.